Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small clip applier instrument was analyzed and found to the instrument was found to have a cracked clamping pulley of input # 7 (grip). The cracks resulted in loss of tension of the correlating grip cables in the distal end. The instrument was found to have a grip cable dislodged at the proximal end. This is caused by cracked clamping pulley at the proximal end. The complaint regarding broken was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted wedge to completion lobectomy surgical procedure, the small clip applier instrument wire was broken. The procedure was completed with no reported injury.